Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 510 mg/dl and symptoms of heart palpitations, neck pain, thirst, and polyuria. He was admitted to the hospital for 3 days and treated with IV fluids and insulin injections. The customer believes the infusion device system was not functioning correctly; however, no specific allegations were made. The alleged product was requested for evaluation.